Manufacturer narrative:
The reported event of stretched helix was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection noted the helix was stretched out of specification. The helix damage is consistent with having occurred during procedure. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure, a stretched helix was observed on the right ventricular (rv) leadless pacemaker (lp). The lp was explanted and replaced to resolve the event. Following the explant procedure, a blood clot was observed on the helix. The patient is stable with no consequences.